Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, the technical error code was intermittently generated on the device. The safety valve membrane was inspected and cleaned on site, which resolved the issue. The ventilator then passed all functional and safety tests and was cleared for clinical use. The technical error code indicating that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The device's technical log confirms the reported the technical error code. The root cause of the issue has not been determined. The UDI information is not available since the device was manufactured before 2015.